Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. Later the patient complained of radicular pain. The surgeon determined that the superior-positioned implant may have been impinging on the neuroforamen. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the superior positioned implant using chisles. The implant was replaced with a shorter implant of the same type in a more posterior position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."